Event description:
It was reported that a no flow/non-delivery occurred during use of a half-day infusor elastomeric device. According to the report, the device was filled with desferrioxamine 1000mg in 52ml 0.9% sodium chloride. After 10 hours of attempted infusion, the reservoir was still full of fluid. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. The device contained approximately 30ml of fluid in its reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed by removing the luer cap from the distal luer. Flow was visually observed at the distal luer. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.